Event description:
New information notes that the ra lead was explanted. The patient was stable.

Manufacturer narrative:
The reported events were insulation damage, low pacing impedance, and sensing anomaly. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection found procedural damage to the outer insulation. The reported events of low pacing impedance and sensing anomaly were not confirmed. Electrical tests did not find any indication of conductor fractures, however an internal short was noted between conductor paths due to damage inner insulation which was consistent with procedural damage. The test for lead impedance could not be performed due to as received condition of the lead, consistent with procedural damage. The cause of insulation damage was due to procedural damage.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed low pacing impedance and over-sensed noised exhibited by the right atrial lead that resulted in false atrial tachycardia episodes. Lead insulation breach was suspected. No interventions were made. The patient was stable.